Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a peripheral thrombectomy the coating of the wire came off in the patient and migrated to the patient's elbow. A spider filter wire was used to retrieve the pieces from the patient. A new wire was used to finish the procedure. No further harm or injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. The unit was examined visually and microscopically. The jacket was found to be stretched and torn on the wire. The complaint is confirmed. The root cause is attributed to aggressive and extended use. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.